Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time and lens opacity, asc observed. The lens was explanted and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: investigation type 4110: lens work order search - one similar complaint event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).